Event description:
Picu nurse pulled product off shelf for patient use and discovered hair inside packaging prior to procedure. All products with same lot number were pulled from floor's inventory.

Event description:
Picu nurse pulled product off shelf for patient use and discovered hair inside packaging prior to procedure. All products with same lot number were pulled from floor's inventory.